Event description:
It was reported that the patient presented in the emergency department due to syncope. Upon examination, the right ventricular (rv) and right atrial (ra) lead were found to be dislodged. The rv lead exhibited failure to capture, under-sensing and high pacing impedance while the ra lead exhibited loss of capture and under-sensing. The dislodgement was confirmed via chest x-ray. Both rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.